Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever. The cause of the event was unknown. The patient was hospitalized but was not treated with any medication for the peritonitis event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.